Event description:
During an esophagogastroduodenoscopy(egd) procedure, a total of five (5) cook disposable hemostasis clips were used. The first three (3) clips were successfully placed. The fourth clip would not close. The fifth clip was used to successfully complete the procedure. Our laboratory evaluation of the fourth clip device confirmed the drive wire disconnected from the handle, which has been established as a reportable occurrence. No section of the devices other than the 4 clips that had been placed remained inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The drive wire has separated inside the handle. The device was advanced into olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in a retroflexed positon to simulate a worst case position. Using a hemostat to grasp the drive wire, the clip did successfully deploy on simulated tissue. A slight catch or increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The drive wire assembly was removed and was visually verified to be within the appropriate mfg specifications. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined due to the conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not produce the actual conditions of product usage during out laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all disposable hemostasis clips are subjected to visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.